Event description:
It was reported that the rv (right ventricular) lead fell back into the atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419588, lead implanted: (B)(6) 2014; 407645, lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Evaluation sumary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.